Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product was returned for this complaint. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle freedom lite meter was reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. The dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Unable to review the retain testing as strips expired on 30-nov-21. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the abbott diabetes care (adc) device. The test did not start after the blood sample was applied and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness, "weakness", "vertigo", "dizziness", and self-treated with metformin (dose unspecified) and insulin (type/dose unspecified) prior to having contact with a healthcare professional (hcp). The hcp provided third-party treatment of metformin (dose unspecified),glipizide (dose unspecified), atorvastatin (dose unspecified), and steglatro (dose unspecified) for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date "in (B)(6) 2023" prior to when abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the abbott diabetes care (adc) device. The test did not start after the blood sample was applied and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness, "weakness", "vertigo", "dizziness", and self-treated with metformin (dose unspecified) and insulin (type/dose unspecified) prior to having contact with a healthcare professional (hcp). The hcp provided third-party treatment of metformin (dose unspecified),glipizide (dose unspecified), atorvastatin (dose unspecified), and steglatro (dose unspecified) for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.